Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, broken battery tube threads, scratched display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection. No button response and button error alarms due to corroded keypad traces. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.